Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc). Electrogram (egm) review showed 10 seconds of pacing spikes with no capture, and the patient was feeling symptomatic. Stored auto threshold tests showed the there were two more right ventricular automatic threshold (rvat) tests than right atrial automatic threshold (raat) tests, which indicates rvat was in suspension because non-capture had been observed and the minimum rv output was 3.5 v. It was suspected that there was less slack in the lead compared to post-implant. Rv output was reprogrammed to 5v @ 1ms, with plans for continued monitoring. Additional information received reported that this rv lead was surgically repositioned and remained in service. No additional adverse patient effects were reported.